Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer experienced high blood glucose level and the customer alleged insulin pump was under delivering. Customer blood glucose at time of incident was 500 mg/dl. Customer current blood glucose level was 400 mg/dl. The customer was treated by trying to use the pump and manual injection. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was active at the time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer was assisted with troubleshooting for high blood glucose. The reservoir will not be returned for analysis.